Event description:
It was reported that during an ICD upgrade procedure, exposed conductors were observed via fluoroscopy. Low, out of range pacing impedance was also noted. There were no adverse events to the patient.